Manufacturer narrative:
Occupation: initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the traumacem v+ bonce cement was not functioning correctly, it required excessive force and a popping noise was audible indicating the mixer was broken and had a difficult time getting cement to extrude out. It was noted that a very small amount of monomer was spilled during the initial cement mixing which may have contributed to the cement being viscous and difficult to push out of the mixer. It was bilateral hip nailing with trochanteric fixation nail advanced (tfna) with augment on both sides. On the left side had an issue with injectable bone cement with the mixture itself, so another cement kit was opened. The second kit worked and the procedure was successfully completed with no further issues. It was unknown if there was a surgical delay. Patient status is unknown. This report is for a traumacem v+ bonce cement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 07.702.040s, lot: 7g53210, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 17. October 2017, expiry date: 31. July 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: upon inspection, the plunger was found cracked/ broken. And cured cement was observed at the device port. As the material has already cured. Due to this resistant, the blue handle was not able to rotate / pull or push. It might be possible that piston got cracked due to the excessive force. Hence the complaint is confirmed for the cracked/ broken condition. Functional test: the sub component are cemented to each other. Due to this resistant/ hardened functional testing can not be performed. The reported condition of unable to transfer material and cement will not mix properly can not be replicated. Dimensional analysis:dimensional inspection to the drawing could not be completed due to the cured cement in the port. Conclusion: the complaint condition is confirmed and consistent with the reported condition as cured cement was observed at the device port. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that there was a two (2) minutes surgical delay due to reported incident. Patient status is reported as doing well.